Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle pulled out of hub during use. The following information was provided by the initial reporter: it was reported by the customer that the needle was left in the arm of a patient after delivering medication. The needle itself was not broken. It was intact. It dislodged from the base that held it, but it was in one, complete piece. The needle that I used came out of the orange base where it was secured and remained in the patient¿s deltoid muscle after the syringe was removed, following injection. We had a syringe malfunction recently after the administration of a shingles vaccine the clinical staff person removed the syringe and noticed that the needle was left behind in the patients arm.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-sep-2022. H6: investigation summary: two photos received by our quality team for investigation. Upon visual inspection, photo shows a needle assembly with no plastic shield, it appears the safety mechanism has not been activated. Additionally, it appears the bottom part of the needle is not in the needle hub. Additionally, one opened sample with no shield received for investigation. Visual inspection was performed with a 10x magnification lens, the needle is out of the needle hub. No other defects or issues observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with misalignment of epoxy-needle-needle hub in the assembly station. Verification was performed to ensure settings were correct.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle pulled out of hub during use. The following information was provided by the initial reporter: it was reported by the customer that the needle was left in the arm of a patient after delivering medication. The needle itself was not broken. It was intact. It dislodged from the base that held it, but it was in one, complete piece. The needle that I used came out of the orange base where it was secured and remained in the patient¿s deltoid muscle after the syringe was removed, following injection. We had a syringe malfunction recently after the administration of a shingles vaccine the clinical staff person removed the syringe and noticed that the needle was left behind in the patients arm.